Manufacturer narrative:
The surgeon tightened the lock screw (setcap) at an angle so that it cross-threaded in its engagement with the pedicle screw. The genesys spine vp of engineering was present at the case and immediately informed the surgeon that the setcap was cross-threaded but the surgeon proceeded to apply more and more force in order to drive the setcap down. The excessive force resulted in the failure of the device.

Event description:
Surgeon reported difficulty advancing three lock screws (aka setcaps) during the procedure. Genesys spine vp of engineering attending the case warned the surgeon that the setcaps were cross-threaded and needed to be removed and replaced, however, the surgeon insisted on forcing the setcaps down and continuing to tighten them. The excessive pressure on the setcaps caused one to break into three pcs which were subsequently removed.